Event description:
It was reported that a biomedical engineer at the site was performing a periodic maintenance on the definium 8000 when he injured his finger. He was cleaning the chain for the table vertical drive. He held a cloth with his hand on the chain while he drove the table vertically by stepping on the drive pedal. He stated that he mistakenly drove it in a different direction than expected, causing part of his finger to be severed between the drive sprocket and the chain. The specific location of his injury was between his knuckle and the first joint on his right hand index finger. He sought medical attention.

Manufacturer narrative:
The biomedical engineer involved in the incident was interviewed. He had attended the ge healthcare training for servicing of the system and was familiar with the correct service procedure and the service manual. He stated that he did not follow the appropriate precautions. The precautions listed in the service manual include powering the system off and applying the required lock-out and tag-out while working inside the table. The periodic maintenance manual does not include cleaning the chair as an activity. There was no failure of the system and it performed according to design. Another service person came in the next day to finish the procedure and the system was returned to use. No further actions are planned at this time.